Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse replaced an o-ring on one of the helium lines that connects to the yoke assembly this resolved the problem. Unit passed the helium leak tests and all other functional tests and was returned to customer and cleared for clinical use.

Event description:
It was reported that during routine check, discovered by customer the cardiosave intra-aortic balloon pump (iabp) had an helium leak. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an helium leak. There was no patient involved.